Event description:
It was reported the patient lost weight, causing the ipg to feel uncomfortable. Surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted, replaced, and relocated. Issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.